Event description:
It was reported that the system 9800 would not initialize prior to use. The unit was replaced. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The back plane circuit board was replaced. The system was tested and found to be working as intended and placed back into service.